Event description:
During a laparoscopic appendectomy with meckles diverticulum the 512x trocar broke at the joint where the housing meets the cannula. A second device was at the tip of cannula where tip had splintered and landed in the patient's abdomen. The surgeon believes that all pieces of the trocars were retrieved from the patient's abdomen. The case was converted to open. The surgeon told the sales representative the case was converted to open due to meckles diverticulum. 04/23/1997 rep called to clarify two trocars were used concurrently during the case and both broke; one broke at the joint, one at the tip. Patient was heavy, >300#, and a lot of torque was being used on the trocars. Surgeon states the case was converted to an open procedure due to patient condition. 5/6/97 correspondence received from surgeon stating "it is my opinion that partial fragmentation of the plastic trocar during operation was most likely due to very high torque placed upon the plastic trocar by the laparoscope being manipulated in an extremely obese patient. I suspect that this torque may have exceeded the specifications of the product... Fortunately, there was no adverse outcome for the patient. The laparoscopic procedure needed to be converted to open laparotomy in order to identify and resect a diverticulum that could not be located laparoscopically; laparotomy was not performed solely due to trocare fracture."